Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient went to his health care provider (hcp) and they determined that patient was "getting too much medicine." On (B)(6) 2015 "they decreased 20%, I'm not at 559¿ and another adjustment was made two weeks ago. The patient reported his muscles were too weak which reportedly had occurred since the implant. This device system delivered baclofen. Additional information was requested to verify events details and current patient status. Should additional information be received a supplemental report will be filed.